Manufacturer narrative:
Device (B)(6) relates to (B)(6) for the reported event: clip broke. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy (with polypectomy) performed on (B)(6), 2011. According to the complainant, the clip deployed from the catheter but remained open and broke into two pieces. The physician used a retrieval net to remove the pieces from the patient's cecum, and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "safe and okay."

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was detached from the bushing and the yoke had detached from the clip assembly. Both the yoke and clip assembly were returned with the device. It was also noticed that the prongs on the clip were bent and there was a kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 11021502c2 for the reported event. Based on the evaluation conducted, the yoke separated from the clip assembly; however, there was no evidence that the clip broke. The complaint was not confirmed. It is likely that the damage found to the device resulted from anatomical or procedural factors which limited the device performance. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy (with polypectomy) performed on (B)(6) 2011. According to the complainant, the clip deployed from the catheter but remained open and broke into two pieces. The physician used a retrieval net to remove the pieces from the patient's cecum, and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "safe and okay."